Event description:
New information received indicates that patient was seen in clinic, and the output was increased. The patient's condition before, during, and after the programming was not specified.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high threshold and low pacing impedance on the right ventricle (rv) lead. Programming changes were discussed, no changes or interventions were reported. The patient's condition was stable.

Event description:
New information received indicates that on (B)(6) 2025, the patient's right ventricle (rv) lead was capped and replaced with a new lead. The patient was stable following the procedure.